Manufacturer narrative:
(B)(4). Results: (endoleak), (large in diameter iliac artery). Conclusion: (large in diameter iliac artery).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6). Aneurysm morphology is unknown. Vessel morphology at the time of implant was reported as the right iliac artery was very large in diameter. During the initial implant, there was an aneurx aortic cuff implanted distally to the contralateral extension stent graft, due to the large diameter of the iliac limb. Currently, the aortic neck has a 40 to 50 degree angulation and there is likely disease progression. It was reported that recently the patient may have a distal type I endoleak. The physician elected to implant an aneurx aortic cuff distally to the previously placed aneurx aortic cuff in the right iliac limb. No additional clinical sequelae were reported and the patient is fine.